Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s peritonitis is likely related to a breach in aseptic technique, as reported by the pd nurse. The patient¿s pd effluent grew serratia marcescens which is an organism known to cause peritonitis in pd patients. It was reported the patient does not follow infection control procedures for pd therapy; does not wear a face mask and hand hygiene is very poor with hands visibly dirty. Reportedly, the patient may not be a good candidate for pd therapy due to non-compliance.

Event description:
It was reported that a patient on peritoneal dialysis (pd) was hospitalized with peritonitis and had their pd catheter (not a fresenius product) removed. There were no reported allegations against any fresenius products in relation to the peritonitis event. During follow-up, the pd nurse stated the patient was experiencing cloudy pd effluent. As a result, the patient went to the hospital and was admitted with peritonitis. Per the nurse, the pd effluent culture obtained in the hospital grew serratia marcescens. The patient was treated with rocephin 2 grams every 24 hours intravenously. Additionally, the patient had their pd catheter removed and was transitioned to hemodialysis. Per the nurse, the patient did not experience any fluid leaks (or other product issues) or any issues with any fresenius device/ product in relation to the peritonitis. It was reported the patient does not follow infection control procedures; does not wear a face mask and hand hygiene is very poor with hands visibly dirty. The nurse indicated the peritonitis was associated with the patient¿s non-compliance to proper infection control procedures for pd. The patient is reportedly recovering from the event. The patient was still hospitalized when follow-up occurred. However, the nurse reported it is anticipated the patient would be discharged soon. Per the nurse, the patient will continue hemodialysis on an outpatient basis. Reportedly, the patient may not be a good candidate for pd in the future due to their non-compliance